Manufacturer narrative:
A revision surgery for the tibial component was performed on (B)(6) 2015 without incident. The custom femur remained in place. It was reported that there was no implant issues associated with the need to revise. Device evaluation was not performed as product was not returned. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that post operative films of a custom distal femur in association with a std smiles rotating hinge tibial component implant showed that the tibial component was not well positioned. The surgeon elected to revise the tibial component. The revision process was carried out on (B)(6) 2015 without any incident. The custom femur remained in place. There were no reported implant issues associated with either the custom revision case or the tibial component re-revision. This is a supplemental report to 3004105610-2015-00114 (B)(4).

Manufacturer narrative:
This complaint is being investigated and the results will be provided in a supplemental report.

Event description:
It was reported that post operative films of a custom distal femur in association with a std smiles rotating hinge tibial component implant showed that the tibial component was not well positioned. The surgeon elected to revise the tibial component. The revision process was carried out on (B)(6) 2015 without any incident. The custom femur remained in place. There were no reported implant issues associated with either the custom revision case or the tibial component re revision. (B)(4).